Manufacturer narrative:
Report claimed the switch control buttons were plugged in to the smartdrive device but were reported to have not been powered on. Claim made that the smartdrive device engaged a drive command without any command being given by the end-user and the wheelchair accelerated into a wall. End-user reported they did not sustain any injuries as a result of this event. At this time, permobil is unable to confirm a product malfunction having occurred as no product has been returned for evaluation at time of this report. If any new information is received, a follow-up report will be submitted.

Event description:
Received report claiming the switch control buttons were not in use and powered off. Claims while in this state, the smartdrive device reportedly engaged a drive command without any physical engagement from the end-user. This forced the end-user to maneuver into a wall in order to stop. No injuries were reported to have been sustained.